Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving baclofen 2000 (later reported as baclofen 1000) at an unknown dose via an implantable pump. It was reported the doctor/nurses had difficulty emptying the reservoir of the implanted pump on several occasions. Each time, they used a refill kit from the device manufacturer. The doctor/nurses, who were used to filling/emptying synchromed ii pumps, said that they properly pierced the septum of the pump, and they were sure that the needle was well placed in the reservoir thanks also to the ultrasound images they made. According to the pump, 11 ml of baclofen remained in the tank. The fill date was scheduled for (B)(6) 2019, but the doctor would like to fill it before that date to avoid exceeding the baclofen stability period recommended by the device manufacturer (6 months). The patient had no symptoms of underdose. The device manufacturer technical services department was contacted for troubleshooting. It was noted that the pump was filled on the table in (B)(6) 2019, just before implantation, so a filling of the bag could not be ruled out. The hcp would meet with the patient on (B)(6) 2019 and try to empty the pump one more time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the physician finally managed emptying the pump. It was noted that the pump was implanted in (B)(6) 2019 (exact date not available).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported the physician was not able to empty the pump (before refilling it). The physician tried several times but did not manage to empty the drug. On (B)(6) 2019, she tried again and used the ultrasound to identify the pump septum to make sure that she put the needle at the right place. She still did not manage to remove the drug. There was still 11 ml of baclofen in the pump, and the next refill was in (B)(6) 2019, but the physician would like to receive advice or ideas to help her empty the pump. The manufacturer representative was in contact with the device manufacturer technical services department to further advise the hcp. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The physician used several 8551 kits approved by the device manufacturer. The cause of the issue was not determined. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. When asked if the hcp did anything different when they were finally able to empty the pump, it was noted that the physician "did not precise it", and the hcp had no further information to add.